Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead was unable to be fixed to the right ventricle. The lead was not used and was replaced. There were no adverse consequences reported on the patient.

Event description:
New information noted that the lead could not be fixed due to patient anatomy issue.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.